Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: lightheaded. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-025: strip inserted backwards or upside-down. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter. Complaint was initially reported via e-mail and customer was contacted via telephone. Per the customer, the battery in the true metrix meter had been changed on (B)(6) 2025. The customer is using the correct battery in the correct orientation for the meter. During the call the true metrix meter powered on using the power button and when a test strip was inserted. During the call, a blood test was performed by the customer non-fasting and produced test result of 119 mg/dl using true metrix meter. The test strip lot manufacturer¿s expiration date is 02/282027; product storage and open vial date were not provided. The customer reported feeling lightheaded; medical attention was not needed at the time of the call.